Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, and the atrial lead exhibited questionable sensing. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.